Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the pump event log noted an alarm for downstream occlusion was recorded. Functional testing included occlusion testing. The pump's downstream occlusion sensor value was within manufacturing specification during occlusion testing. The downstream occlusion sensor was replaced as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a downstream occlusion. No adverse effects were reported.